Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The care giver (cg) discovered air in the patient line after troubleshooting. The technical service representative (tsr) advised the cg to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg confirmed there were small air bubbles in the patient line, but no large air gaps. The hp did not have therapy that evening, but was able to resume therapy the following day. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm with air in patient line was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the alarm was use error; however, the cause of the air in patient line was unknown. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.